Event description:
It was reported by service report that the bed scale was erratic and would not zero. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footend load cells.